Manufacturer narrative:
The reported allegations of visible air/bubbles and blood in sheath are not confirmed. The device has not been returned to bsc for analysis at this time. Device history record (DHR) review: the DHR for (B)(6) was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was performed. As the exact cause of the air in the system is unknown at this time. Risk documentation outlines the hazard of air being introduced into the bloodstream during various situations including, but not limited to, use of the device assembly resulting in an air embolism, the valve seal being inadequate, or the user not flushing/expelling all air from the catheter/sheath assembly. Based on this event description, there would have potentially been a minor delay if the physician noticed the bubbles and took extra care in purging the sheath, following the IFU for the sheath with a severity of a 2 due to a prolonged procedure. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The cause not established cause code was selected for the allegations of visible air/bubbles and blood in sheath based on the information provided within the event description.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. Once the transseptal puncture was completed with the versacross device and the device was removed. When the sheath was aspirated for catheter exchange, air was noted. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed. It was confirmed via gfe that no abnormalities was noted during preparation nor air in the patient was noted during the procedure, once transseptal puncture was completed and the physician removed the connect dilator and aspirated before inserting farawave catheter 31. While aspirating continuous stream of bubbles was noted. The use a pressure bag connected to a manifold then extension tubing is connected to flush ports. Additionally, it was mentioned that leak was noted when aspirating after the removal of the vc connect dilator. There was more air than blood coming into the syringe during aspiration. Thus they used 20ml to aspirate and air bubbles were noted whole time when aspirated. No fluid leak was noted , only air bubbles with a little blood was seen consistently during aspiration.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. Once the transseptal puncture was completed with the versacross device, the device was removed. While aspirating, continuous stream of bubbles was noted. The use a pressure bag connected to a manifold then extension tubing is connected to flush ports. Additionally, it was mentioned that air leak was noted when aspirating after the removal of the vc connect dilator. There was more air than blood coming into the syringe during aspiration. Thus, they used 20ml to aspirate and air bubbles were noted whole time when aspirated. No fluid leak was noted , only air bubbles with a little blood was seen consistently during aspiration. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.